Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of a device. The staple guide was disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failure. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, the white circular plastic piece that fits around stapler dislodged and was hanging from stapler when removed from patient. The issue did not effect the case at all. There was no patient injury.